Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit boards (pcb's) and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. Covidien ref # (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator had an inoperable graphic user interface (gui) display. There was no reported pt injury.